Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported that the patient had left leg nerve damage after refill. It was unsure if the refill was related to injury. No dia gnostics/troubleshooting were performed. Actions/intervention included the pump was explanted. It was noted that the issue was resolved at time of report, and patient's status at time of report was "alive-with injury." The pump was explanted today ((B)(6) 2017). The patient's weight and medical history was unknown. Event date was (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative (rep) and confirmed with account/healthcare professional (hcp) on 2017-sep-25 reported the nerve damage after the refill was reported by the patient and was not confirmed with the hcp. The hcp information was provided. The status of the pump was disregarded/discarded. It was unknown if the nerve damage was permanent. No further complications were reported/anticipated.